Event description:
It was reported to boston scientific corporation that three resolution clip devices were used during a procedure performed for the bleeding of post polypectomy site. The exact date of the procedure was not provided. During the procedure, the clip failed to deploy. The same issue happened to the second and third resolution clip devices. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: medical device problem code a15 captures the reportable event of clip failed to deploy. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. Microscopic examination was performed and it was found that the bushing had burrs and friction marks. Dimensional analysis was performed on the bushing outer diameter, and it was within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides were within specification. The bushing tabs measurement were symmetric. No other problems with the device were noted. The reported event was confirmed. Investigation found that the bushing had burrs which can interfere on the device performance due to the location of the burrs. It was determined that the interaction of the yoke with the bushing, can be affected by these burrs. Additionally, the device was returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The friction marks on the bushing is likely due to the interaction between the yoke and the capsule while trying to deploy the clip. Therefore, the most probable root cause is manufacturing deficiency as the reported problem was traced to the manufacturing process. An investigation is in place to address this problem. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label. Block h11: correction: block e3 (occupation (other))

Event description:
It was reported to boston scientific corporation that three resolution clip devices were used during a procedure performed for the bleeding of post polypectomy site. The exact date of the procedure was not provided. During the procedure, the clip failed to deploy. The same issue happened to the second and third resolution clip devices. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Medical device problem code a15 captures the reportable event of clip failed to deploy. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.